Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to complete the procedure. The hospital has reported no patient injury occurred.